Manufacturer narrative:
(B)(4). G2: foreign - event occurred in italy. D10: item name: mayo stem; item number 00802501300; lot 60659887. Item name: 62mm o.d. Size nn porous uncemented with multi-holes shell use with nn liners; item number 00875706202; lot 62837535. Item name: 36mm i.d. Size nn elevated rim liner use with 62mm o.d. Size nn shel; item number 00875706202; lot 64030541. Item name: bone screw self-tapping 6.5 mm dia. 15 mm length; item number 00625006515; lot 64345724. Item name: bone screw self-tapping 6.5 mm dia. 30 mm length; item number 00625006530; lot 64434536. Item name: bone screw self-tapping 6.5 mm dia. 20 mm length; item number 00625006520; lot 64244004. Item name: bone screw self-tapping 6.5 mm dia. 50 mm length; item number 00625006550; lot 63983535. Item name: bone screw self-tapping 6.5 mm dia. 35 mm length; item number 00625006535; lot 64244438. Item name: bone screw self-tapping 6.5 mm dia. 35 mm length; item number 00625006535; lot 64434536. Item name: bone screw self-tapping 6mm dia. 25 mm length; item number 00625006525; lot 64411465. E3: occupation: attorney. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial right total hip arthroplasty. Subsequently, the patient was revised approximately 11 years and 8 months post-implantation due to elevated metal ion levels and metal-related pathology. During the revision procedure, cup loosening was noted intraoperatively. Approximately 6 months after the revision, the patient experienced a right hip dislocation and underwent a closed reduction. Attempts have been made, and no further information has been provided.